Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. The complaint was not confirmed and no new issues were observed. The reader powered on with button depression and with a usb cable. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 1.1 mmol/l and 18.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. It should be noted that this reader does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 1.1 mmol/l and 18.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the precision strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A dhrs for the precision strips was reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review did not identify any trends that would indicate any product related issues. If the test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 1.1 mmol/l and 18.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.